Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. The physician explanted and replaced the icm. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was above the elective replacement indicator (eri) level upon receipt. Analysis of device image and session record indicated a normal battery trend while the device was implanted, and the battery started to decrease after explant. A longevity calculation was performed and found that the battery depletion was premature. Further analysis was performed on the hybrid, indicating high current drain consistent with an integrated circuit anomaly and the reported issue.